Event description:
Event description guidant received information that the patient with this pacemaker presented to the hospital emergency room with a heart rate in the 20bpm range. A device evaluation revealed that the device, which had been in service for 2 years, had reached end of life (eol) and was no longer pacing. The device was explanted and replaced with another guidant pacemaker (model 1198). While still admitted to the hospital, after the pacemaker replacement, the patient died of an unknown cause.